Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The 100% stenosed target de novo lesion chronic lesion was located in the non calcified and moderately tortuous right anterior tibial artery. A non-bsc guide wire crossed the lesion then the physician advanced the coyote es mr 1.5mm x 20mm x 143cm balloon catheter for pre-dilation and ruptured at 12 atm on initial inflation. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assemble and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).